Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 7 infusion set's leakage event since 21-may-2024. The infusion set was in use for 1 day. The leak was at site. No further information available.